Manufacturer narrative:
Additional information received; it was confirmed that there was no endurant used in this patient, this information was provided in error. A valiant device was used instead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the post surgical anemia that occurred approximately three weeks post index procedure required prolonged hospitalization as well as transfusion. The event was reported to have resolved with treatment. The investigator assessed the event not be device or procedure related. The sponsor assessed the event not be related to the device and related to the procedure. It was also reported that the patient had prolonged ileus post the secondary procedure, on the same day as the reported anemia, which required medication and prolonged hospitalization. The event resolved with treatment. The investigator assessed the event not be device or procedure related. The sponsor assessed the event not be related to the device and related to the procedure it was also reported that the patient had pneumonia post the secondary procedure, which required antibiotics and prolonged hospitalization. The event is unresolved and treatment is continuing. The investigator assessed the event not be device or procedure related. The sponsor assessed the event not be related to the device and related to the procedure. Correction: facility details updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 64mm thoracic aortic aneurysm. It was reported that five days later, follow up identified enlarging of the distal thoracic aorta. Three weeks later an additional endurant stent graft was implanted distally. Ballooning was completed proximally and distally with no evidence of endolek at the end of the procedure. It was reported the patient received prbcs for treatment of post surgical anemia. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.